Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. Customer's blood glucose value was 362 mg/dl at the time of the call. Customer stated high readings started two days ago and he does not know why. The customer was not able to finish troubleshoot during time of call. The product was not returned for analysis.